Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and a mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It has been reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted concurrently with cystocele repair and rectocele repair using autologous tissue due to sui, cystocele, and rectocele. It has also been reported that the patient underwent partial excision of extruded vaginal mesh, robotic sacrocolpopexy with polypropylene mesh (y-shaped graft) and cystoscopy on (B)(6) 2009. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.